Event description:
Procedure type: hysterectomy. According to the reporter, the v-loc needle/suture detached from the jaws of the endostitch while being passed through the tissue. Another reload and endostitch were used. The needle was cut loose. A new reload was used to complete the closure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Nothing fell into the cavity. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).